Event description:
It was reported that the user removed the pump for yard work and experienced hyperglycemia with a blood glucose of 328 mg/dl while off the pump, then used subcutaneous insulin via pen and remained on multiple daily injections pending a pump replacement for a delaminated screen; the user indicated the hyperglycemia was unrelated to the screen issue. Symptoms included no reported clinical manifestations associated with the elevated glucose. Outcomes included self-management with insulin injection and no hospitalization. Investigation included complaint intake, troubleshooting, and user education with no device alerts or alarms reported. Investigation of this case revealed a user-related interruption of insulin delivery while off the pump as the proximate factor for hyperglycemia, and a device cosmetic/mechanical issue of screen delamination prompting replacement, with no evidence that the delamination caused the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear for the adverse event given the reported user removal of the pump, while the device issue involved screen delamination without functional alarm involvement. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.